Manufacturer narrative:
Date sent: 10/2/2007. Nonconforming crimp assembly and open nose. The analysis results showed that one ems device was returned non-functional; the device was returned with the cartridge extending out from the tube. In addition, the nose weld was noted to be insufficient as the nose was open. The device was disassembled and an insufficient crimp was noted. No functional test could be performed. It should be noted that a 100% inspections take place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap hernia procedure, there were jammed staples. A new device was used to complete the procedure. Pt consequence unk. No further info is available.